Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 596 mg/dl, due to an tubing occlusion and an unknown infusion site issue with non-tandem infusion sets. Bg was addressed via correction boluses, infusion set change, and an infusion site change.